Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) was stuck in the incision. The iol was removed and a new lens was inserted. The procedure was completed with no patient harm. Additional information was requested.